Manufacturer narrative:
The event occurred in (B)(6) while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
The reporter stated that the infusion device was delivering an inaccurate amount of insulin. The time on the infusion device was incorrect that day. The patient passed out due to hypoglycemia. The paramedics tested the patient's blood glucose and it was 2.2 mmol/l. The patient was treated at the hospital with a glucagon injection. The patient was in the hospital for a "few" hours. The infusion device was requested to be returned for product evaluation.